Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
On 13-dec-2023, bfarm provided boston scientific (bsc) with a copy of a clinician user report indicating this ingenio pacemaker reverted to safety mode which resulted in myopotential oversensing with symptomatic asystole in this pacemaker dependent patient. As a result, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. To date, the above-referenced pacemaker has not been returned for analysis. There was no bsc involvement during the explant procedure, and product return is not indicated on the provided user report. Should the device be returned in the future, an updated report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode which resulted in myopotential oversensing with symptomatic asystole in this pacemaker dependent patient. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.